Event description:
During the surgery, the stem adapter broke when the surgeon was extracting the stem. Surgeon threaded the adapter through the proximal body and upon extraction, it was noted that the threads of the extraction device had broken off.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the hospital pathology and was not returned to the manufacturer. Additional information was requested. Should additional information becomes available, the evaluation summary will be submitted in a supplemental report.